Event description:
It was reported that pump experienced repeated connection loss multiple times a day, showed ongoing no-signal messages, had loose charging port, and had scratched screen. No information was provided regarding impact to customer¿s blood glucose level. Customer declined technical support, no troubleshooting or additional follow-up occurred, and case was closed with no further actions taken.